Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of excruciating pain and subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the pain and the use of the liberty select cycler. Although the patient reported a balloon valve leak alarm, the patient was not connected at the time as it occurred during set-up. There is no allegation of any malfunction or deficiency with the liberty select cycler regarding the pain that the patient reported. Furthermore, the pdrn doesn¿t know why the patient was hospitalized. The patient was a new pd patient in training at the time of the adverse event. Based on the limited information and no allegation of a malfunction or deficiency reported for this event, the liberty select cycler can be excluded as the cause of the patient event; however, the pd treatment with use of the cycler could have been a contributing factor.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an m30 balloon valve leak alarm during step 5 of setup. The alarm occurred three times. Upon follow up, the patient stated not being able to complete treatment. The patient was hospitalized on (B)(6) 2019 due to "excruciating pain" experienced during treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) didn¿t have any information as to the cause of the patient¿s hospital admission. The patient was in pd training on the liberty select cycler at the time of the event. No hospital records have been obtained by the pd clinic. The patient currently remains in the hospital. No further information was obtained. Additional information was requested, however it was not available. Based on the limited information and no allegation of a malfunction or deficiency reported for this event, the liberty select cycler can be excluded as the cause of the patient event; however, the pd treatment with use of the cycler could have been a contributing factor.